Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly and button anomaly. The blood glucose level of the customer was unknown. Customer stated that the insulin pump made louder noise during rewind process. Also there was buzzing noise while pressing back-light button. The buttons of the keypad had to be pressed multiple times to respond. The product will not return for analysis.